Manufacturer narrative:
Concomitant medical products: product ID: 977a275, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID: 977a275, serial#: (B)(4) implanted: (B)(6), 2018, product type: lead. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(4), ubd: 14-feb-2022, UDI#: (B)(4) ; product ID: 977a275, serial/lot #: (B)(4), ubd: 14-feb-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for non-malignant pain. Information was reported that the patient already had a x-ray, which confirmed that the leads have moved and now the healthcare provider (hcp) would like to see how much they moved. The patient is reporting pain in their back where the leads are placed. This was consider a sudden change in therapy/symptoms. The caller is a cna and believe this happened while she was lifting a patient. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
Product ID: 97791, lot# unknown, product type: accessory; product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2018, product type: lead; product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead. It was reported that the lead that had migrated was confirmed to be serial number (B)(4). There were no allegations against lead with serial number (B)(4), and it remains implanted. Lead (B)(4) was returned for analysis on 2019-may-10. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Evaluation/conclusion code does not apply. Evaluation method code does not apply. Evaluation result code does not apply. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative regarding the patient. It was reported that the lead had migrated, so it was removed and replaced with another lead on (B)(6) 2019. The patient recovered without sequela. There were no further complications reported or anticipated.

Manufacturer narrative:
Product ID 97791, lot# unknown, product type: accessory; product ID 97791, lot# unknown, product type: accessory; product ID 977a275, serial# (B)(4), implanted: (B)(6) 2018, product type: lead; product ID 977a275, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead. Analysis of the lead found no anomalies. Analysis of the anchor found that the anchor had migrated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Duplicate reporting occurred with this event. See regulatory report # 3007566237-2019-01015. All future updates to this event will be provided under regulatory report # 3004209178-2019-00107. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section 'concomitant medical products' information references the main component of the system and other applicable components are: product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2018, product type: lead; product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer's representative. It was reported that the patient had a lead revision scheduled for (B)(6) 2019. No further complications reported.

Manufacturer narrative:
Product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2018, product type: lead; product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturer representative (rep). It was reported that the patient tried helping someone up while at work, and they heard a "pop noise". The patient had x-rays, which indicated the lead had migrated. The doctor could not determine if the lead was out of the epidural space, but thought it had based on how far the lead had moved. Information was requested about MRI compatibility, which was reviewed. They were also redirected to the doctor. No further complications were reported or anticipated.

Event description:
Additional information was received from a health care provider (hcp) on (B)(6) 2019 reporting that the patient was listing a heavy patient at work which caused their leads to move. A cat scan and CT scan were performed. The hcp set activity restrictions for the patient. The hcp decided that it was better to leave the unit in. The patient was getting excellent coverage with the second lead that was on the right. Additional information was received on 2019-jan-10 from a manufacturer representative reporting that the CT scan was performed on (B)(6) 2018 that confirmed the lead was 3.5 electrodes out of epidural space. There was no intention to perform a surgical revision as the hcp did not believe this would cause an issue for the patient. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID 977a275, serial# (B)(4), implanted: (B)(6) 2018, product type lead, product ID 977a275, serial# (B)(4), implanted: (B)(6) 2018, product type lead. If information is provided in the future, a supplemental report will be issued.